Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to verify the reported failure to detect that a therapy cable was connected, nor did physio observe a continuous resetting of the device. Physio did, however, observe that the device would freeze during the initial boot-up sequence. Physio then replaced both the system controller and user interface pcb assemblies to resolve the observed issue. As a precaution, physio also replaced the therapy pcb assembly. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not detect that a therapy cable assembly was connected. As a result, defibrillation would not be possible. There was no patient use associated with the reported event. During subsequent troubleshooting of the device, the biomedical engineer advised that the unit would continuously reset by itself.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.